Event description:
Pt presented with swelling one month after left acl reconstruction w/semi tendonosis and gracilis & calaxo. A few weeks later was found to have "significant swelling, knee is warm, no fever from patient, knee drained 40 cm (3) cloudy yellow, checked for infection". Treated for infection (garmacycin sponge), pain in medial compartment". "Last visit, bandage change, no mention of what type of infection or any subsequent follow-up".

Manufacturer narrative:
Product recall initiated august 21, 2007. (B) (4)